Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery, noticed that the loop was broken in the preloaded system and the lens implanted without loop. Additional information has been requested and received stating that upon injection into the anterior chamber, the iol (intraocular lens) opened, but a loop was cut and clearly separated at the base of the plate. So they have followed up with the patient, and subsequent checkups showed no problems. The iol was in the capsular bag, and since the patient was satisfied and has not presented any symptoms or complaints, the iol will not be explanted.